Manufacturer narrative:
Section h4: corrected information. Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The account communicated that the patient was admitted on (B)(6)2019 for a chronic driveline infection and continued to have positive blood cultures. Rocephin was restarted and will continue for 6 weeks followed by long term oral suppression. While in the hospital, the patient's hemoglobin and hematocrit were noted to be 6.9 and 23.4. The patient had no signs of bleeding, so this was attributed to anemia. The patient was transfused with 1 unit of packed red blood cells (prbcs). Following transfusion, the patient's hemoglobin and hematocrit rose to 7.8 and 25 and remained stable. According to the account, the patient was treated with long-term antibiotic suppression and the event resolved on (B)(6)2020. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists infection and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU also provides information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Patient's infection is previously reported under MFR#2916596-2019-04695.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for a chronic driveline infection and continued to have positive blood cultures. Rocephin was restarted and will continue for 6 weeks followed by long term oral suppression. While in the hospital, the patient's hemoglobin and hematocrit was noted to be 6.9 grams per deciliter and 23.4. Patient had no signs of bleeding so this was attributed to anemia. He was transfused with 1 unit of packed red blood cells. Hemoglobin and hematocrit rose to 7.8 grams per deciliter and 25 following transfusion. Patient's hemoglobin and hematocrit remained stable. No further information was provided.